Event description:
The patient received his scs system on (B)(6) 2010. It was reported that he fell on (B)(6) 2010 landing on the ipg. After which losing stimulation and the ability to communicate with his ipg via the programmer or charging system. X-rays of the patient's scs system were taken; however, no visible abnormalities were detected. Surgical intervention will be undertaken to replace the ipg however, a date for the procedure has not been set. A supplemental report will be filed as necessary.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.